Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer declined troubleshoot for low blood glucose. Customer stated that they received a stuck button alarm on insulin pump. The insulin pump will be returned for analysis. Frn-reservoir. Unomedical inf. Set.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Pump was programmed with test guardian 3 link and a test plug. Insulin pump was able to locate and connect to sensor. The insulin pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. (B)(4).